Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. At 1 year and 4 months post-op, the patient experienced mesh eroding into the bladder. It was opined that the bladder may have been perforated and not noted at 4 months post-op when the patient complained of pain. No further information was provided.